Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was within range (value not provided). During troubleshooting, pump was reset to resolve the issue.